Event description:
It was reported that during a lumbar micro disc procedure, the bur broke. It was also reported that another bur was available to complete the procedure and there was a procedural delay of 5 minutes. It was further reported that there was no adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined, the failure was not confirmed. The attachment associated with this MDR is as follows; part number: 5100120952, lot number: 12116.